Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. Two unpackaged ar-9165cdg batch number 052232 were received for investigation. Visual inspection revealed that the blue baseplate adapters were cracked. Functional testing was not performed due to the damage to the devices. The most likely cause of the reported failure is wear and damage due to repeated use and/or reprocessing.

Event description:
On 09/19/2024, it was reported by a sales representative via (B)(4) that three (qty(B)(4) ar-9165cdg baseplate impactors have broken plastic tips. No harm was done to the patient and the cases finished without any negative impact. Replacements were used to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.